Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of error code 242.4030 was confirmed and replicated through testing and log analysis. Internal inspection found the air in line (ail) sensor assembly damaged, with a broken op1 sensor. The broken op1 sensor is being attributed to a physical event where the pump module likely sustained a drop or severe jarring per dchu¿s prior investigation of this issue. An internal and external inspection of the suspected pump module was performed, and it was found that the op1 of the ail sensor was broken. No external damage was found.¿ the suspect pump module was connected to a dchu pcu for functional testing. After attaching the device, it was observed the dchu pcu displayed the channel error code ¿242.4030¿. The damaged ail sensor was temporarily replaced with a dchu known-good ail sensor for testing purposes only. After replacement, the pump module was reattached to a dchu pcu and powered on without errors. Opening the pump module door did not show any malfunctions or errors. The suspect pump module s/n (B)(6) with a known-good ail sensor from dchu facilities passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.5). Functional testing was performed on the suspect pump module with a good ail sensor from dchu facilities, and no problems or anomalies were found related to the reported event. The facility reported an error code 242.4030 on 27 january 2026 at 10:01 am (time and date based on log analysis) from december 31, 2025, to january 27, 2026, pump module 8100 (s/n (B)(6)) recorded a total of eight malfunction events for error code 242.4030 ¿motor stall failure¿: five occurrences on december 31, 2025, between 3:01 pm and 8:04 pm, and three additional occurrences on january 27, 2026, between 10:00 am and 10:04 am. The motor stall ¿ ail assembly issue was escalated via dir# 10000433430. Bd alaris¿ system channel error tip sheet states to silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 242.4030. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 242.4030. There was no patient involvement.